Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) warns: "do not exceed the maximum recommended inflation volume as balloon rupture may occur." Additionally, the IFU identifies vessel perforation and vessel dissection as potential complications associated with use of the device.

Event description:
It was reported at the 2017 annual cerebrovascular complications conference (3) that during treatment of a grade 2 arteriovenous malformation in the anterior communicating artery, the scepter balloon was over-inflated, causing rupture. The balloon was used in conjunction with onyx. Despite numerous attempts to obtain more details, the customer refuses to provide additional information regarding the product, procedure, or patient status.